Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the reason for the cracked screen was unknown. Customer's blood glucose level was not impacted. Reportedly, the customer had an alternate pump available for insulin therapy.